Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting could not be completed as customer did not have extra supplies, but the alarm history was reviewed and found low battery, no delivery, and auto off alarms. The nurse stated that the customer contacted her doctor and she believes the insulin pump was not functioning. No further information was provided.